Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tpn was leaking at the filter after 96 hrs. In use with no visible cracks noted. There was no report of patient harm. The event occurred in the nicu. Prior to infusion the priming technique is by gravity per rn.